Event description:
Reportable based on new information received on (B)(6) 2013. It was reported that a balloon rupture occurred. Vascular access was obtained via the left cubital vein. A 6fr non bsc sheath was inserted and a 018 thruway guide wire crossed the lesion. The 95% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous left forearm vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was used to treat the target lesion. During an unspecified inflation attempt, the cutting balloon ruptured at 8atms. The procedure was completed with another of the same device dilated to 10atms. No patient complications were reported and the patient's status is good. However, additional information received indicated the returned device had a partial blade detachment.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified a hypotube kink approximately 39cm from the catheter strain relief. Approximately 5mm of a blade had detached; the pad was intact. The device was inflated and a leak was noted when positive pressure was applied. Microscopic analysis confirmed a longitudinal balloon tear in the mid balloon body approximately 5mm in length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).